Event description:
A homechoice machine was received in largo receiving for a pt who has dropped out of peritoneal dialysis. Rationale for ending pd therapy is listed as peritonitis. Hp's nurse stated that hte hp was diagnosed with peritonitis in 2005 and hospitalized for 5 days. The hp ended up switching from pd to hd after hp's catheter would no longer work consistently due to adhesions. Hp's symptoms were abdominal pain and a cloudy effluent. The hp was treated with vancomycin and anceth, with the date range, route and dosage unk due to hospitalization. The hp recovered based on lack of symptoms. Although a break in aseptic technique by the pt was not reported, the hp's nurse suspected root cause of the peritonitis is pt self-contamination.